Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. A 510k number cannot be provided in this report because the product code is unknown at this time.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer reported a system error 2240 (air in line) alarm on the homechoice (hc) machine during the initial drain. The home patient (hp) was connected to the hc. The hp did not disconnect any time prior to the alarm. There was nothing unusual observed with the supplies. The technical service representative (tsr) cycled power and advised the hp to start over with new supplies. The tsr advised the hp to let the nurse know of the alarm. There was no patient injury or medical intervention reported. No further information is available.